Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to issue was confirmed via complaint details and replicated in-house. Stiffness was reported on the yaw and pitch axis during system testing. No error codes were triggered. During psc fixture test platform (pftp) testing, the pitch failed the friction very slow and speed low tests. The insertion also failed friction speed low. As a fix, the pitch motor module, harmonic drive and joint 3 bearings will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, arm 2 was much stiffer and harder to move when undocked compared to other arms. The system was rebooted with a hard reset, but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) informed the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movement of the surgeon did scale appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument moved appropriate. There was no shakiness friction experience/observed. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The issue was persistent when undocked. The customer took action to correct the issue by undocking the arm and tried to be manipulated.

Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.